Event description:
It was reported that the programmer turned off when the radiofrequency (rf) programmer head was placed over the patient's implantable heart device. It was further reported that the programmer turned off when the rf head was picked up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer powered off when the radiofrequency (rf) programmer head was placed over the patient's implantable heart device, no powering fault was found with the programmer and it functioned as required when used with a known, good rf head. Analysis did note a broken latch on the power cord door and the power cord bay was replaced to resolve. Concomitant medical products: product ID 229047 software analyzer. (B)(4).